Manufacturer narrative:
The trial sleeve associated with this report was not returned. A complaint database search was not possible as the product and lot combination was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available the devices associated with this report were not returned. A previous review of the device history records for the 2856733 lot code did not reveal any related manufacturing deviation or anomalies. A complaint database search for the 2706449 and 2836820 lot codes did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the unknown product as the product and lot code required was not provided. Medical records and x-ray(s) were obtained and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2856733 lot code did not reveal any related manufacturing deviation or anomalies. A complaint database search for the 2706449 and 2836820 lot codes did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the unknown product as the product and lot code required was not provided. Medical records and x-ray(s) were obtained and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records received. After review of the medical records for MDR reportability, the metal ion levels provided were at non-reportable levels. There is no new additional information that would affect the existing investigation.

Event description:
Patient revised for loose stem, osteolysis, and pseudo tumor. **update** (B)(4) 2012 - litigation papers received. There is no new information that would change the outcome of the investigation. **update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal. Records indicate that during the revision the trochanter was fractured while inserting the sleeve. Records are available for further review. (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 1/14/15 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain , adverse tissue response, debonding of the stem, synovitis, and trochanter fracture while inserting trial sleeve. Pfs also now alleges high metal ions. At this time no lab results have been provided. There was no mention of osteolysis or pseudotumor. The complaint was updated on:2/10/2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem, metal wear, and metallosis.